Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. Customer also stated that they did not received low battery alert prior to the replace battery now alarm. Customer's blood glucose value was 134 mg/dl at the time of the incident. Customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No unexpected battery power loss noted during testing. Cracked case (battery tube) noted during visual inspection. Device trace download analysis confirmed the device alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.